Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker along with right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance greater than 2,000 ohms prior to a cardioversion. After her cardioversion the impedance had decreased to 420 ohms. During range of motion testing and isometrics the impedance measurement increased back to greater than 2500 ohms. An x-ray did not reveal any significant findings. The cause of the high out of range pacing impedance measurement was not able to be determined. Subsequently a revision procedure was performed where the ra lead was surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.